Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck in restock screen. A technical support specialist (tss) identified that the issue was due to the previous user left the screen on restock stage and the customer failed to skip the restock transaction. Tss then restarted the medbank application by closing and reopening the application. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the station was stuck in restock screen. However, there were no delays or adverse events or injuries reported based on this event.